Event description:
Patient had open reduction internal fixation - orif of three metacarpal fractures using 1.5mm modules from modular hand set - combination of plates and screws - on february 6, 2013. Two were repaired without incident. During the last metacarpal repair the surgeon experienced two broken screws - part numbers 400.809.96 and 400.810.96. The surgeon was not able to remove the shaft of screw in either case. The heads of the screws are available for return. The bone had been drilled with the appropriate 1.1mm drill bit. The bone appeared to be very hard as she had difficulty driving in the screws. Surgery time was not extended. This is report #1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Two screws, p/n 400.809.96 and 400.810.96, were returned for evaluation. Both screws are broken just below the head. One of the screws had a small portion of threads remaining. The dimensional analysis for this manufacturing evaluation was performed on the screw with threads remaining. The thread profile, thread major diameter and thread minor diameter were checked on section of remaining thread and no issues were found. Since no issues were found on the dimensions that could be checked and not lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Both screws are covered under risk analysis se 241848. The risk assessment lists the severity of this failure as a 3; however, based on the slight elongation of or time, as described by the sales consultant, the severity for this failure is actually a 2. The probability of this failure of the 9mm screw is a 1, (B)(4) complaints of this type in (B)(4) sales, and the probability of this failure the 10mm screw is a 1, (B)(4) complaints of this type in (B)(4) sales. The exact cause of this complaint could not be determined. From synthes monument to synthes USA: lot number is unknown retract synthes monument address: lot number is unknown. (B)(4).